Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized due to elevated blood glucose while using the infusion device. The patient and her diabetes nurse "assume" that the infusion device was delivering an inaccurate amount of insulin. The blood glucose level was "over 600 mg/dl". At the hospital, the patient was treated with insulin via perfusor. The patient was hospitalized from (B)(6) 2015". Return of the suspect device was requested for evaluation.